Event description:
In 2009, the lay pt contacted lifescan (lfs), alleging that only the time shows on her one touch ultra meter display. The medical surveillance specialist (mss) classified the complaint based on the initial info provided to the customer service rep (csr). The pt said she takes the following diabetes medications: glucophage 1000 mg twice a day, novolog insulin twice a day by sliding scale, and lantus insulin 8 to 10 units each evening based on her blood glucose reading. She stated that she routinely tests her blood glucose 8 times per day. She said the product issue started three days prior to contact lifescan, at noon, and she has not been able to test her blood glucose since that time. She continued to take her usual medications, but stated she was not sure how to adjust the dosage since she could not test her blood glucose. Approx 24 hrs later, the pt said she was perspiring and shaky, and she had to eat. The pt told the csr she experienced similar symptoms at more than one add'l time, during the time that she was unable to test her blood glucose and she took food and/or beverage. The csr determined that the subject meter was in set up mode. The pt denied that she had replaced the meter battery prior to the meter reverting to set up mode. The csr walked the pt through setting the meter time and date. The pt's products were replaced. This complaint is reported because the pt alleges that her meter displayed the time, and she was unable to test her blood glucose. After the issue started she claimed that she became sweaty and shaky on more than one occasion and treated herself with food and/or beverage.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.